Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that previously, the patient's stimulation was intermittent. When it finally fired, the patient discovered it was way too high and it dropped them to the ground. It was reported that they were able to meet with a manufacturer representative. The family member reported that the cause of the stimulation issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.